Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/1/2022, it was reported by an arthrex employee via email that an ar-1317ft nano corkscrew anchor threaded off during insertion. A new product was used and case completed without further issues. This was discovered during a procedure on (B)(6) 2022. Additional information received on 6/6/2022: while inserting the corkscrew anchor, it broke off in the patient and all fragments were retrieved. This was discovered during a plate fixation for a fibula fracture.